Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 24 year old male with history of nicm presented with acute on chronic decompensated heart failure. (B)(6) implant of impella 5.5 via the right axillary artery was done. 10/28 the device noted to be rotated towards mitral valve so the device was repositioned. On 10/28 low purge flow and high purge pressure were noted. The purge cassette was changed and medication was added to the purge solution with resolution (tpa in purge). On 11/29 purge leak noted with no consequence or alarms. (B)(6) underwent transplant with explant of impella 5.5 without incident.

Manufacturer narrative:
Additional information was provided in d9. The device has been received for evaluation, and the investigation is underway. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.